Event description:
It was reported that the user¿s ilet device had a cracked screen that prevented operation, and a replacement was arranged. Symptoms included no patient injury or glycemic symptoms, and blood glucose was reported as stable. Outcomes included temporary interruption of ilet use with continued cgm use on phone or receiver until replacement arrival. Investigation included review of user report and logistics for device replacement and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with screen breakage, with no indication of device malfunction or software error. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related physical damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.